Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered shocks for detected ventricular tachycardia (vt). It was suspected that the arrhythmia was a supra ventricular tachycardia (svt). The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered shocks for detected ventricular tachycardia (vt). It was suspected that the arrhythmia was a supra ventricular tachycardia (svt). The ICD remains in use. No further patient complications have been reported as a result of this event.